Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and removal difficulties occurred. Vascular access was gained via the right femoral artery. The 100% stenosed target lesion was located in the severely calcified right coronary artery (rca). The lesion was pre-dilated with a 2.5x20mm non-bsc balloon. Dilation was the performed with the 1.5x8mm apex push balloon; however, the balloon ruptured upon the third inflation to 20 atm. The ruptured balloon catheter was difficult to remove so the physician decided to remove the balloon and guide wire was a unit. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and removal difficulties occurred. Vascular access was gained via the right femoral artery. The 100% stenosed target lesion was located in the severely calcified right coronary artery (rca). The lesion was pre-dilated with a 2.5x20mm non-bsc balloon. Dilation was the performed with the 1.5x8mm apex push balloon; however the balloon ruptured upon the third inflation to 20 atm. The ruptured balloon catheter was difficult to remove so the physician decided to remove the balloon and guide wire was a unit. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the proximal end of the balloon was bunched-up. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).